Event description:
While temporarily removing a pt from treatment on the model 3100a, the operator reported the 3100a oscillator would not be re-started. The pt was placed on another ventilator without compromise.